Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2: reference MFR report: 1627487-2019-05518. It was reported that the patient's leads had migrated. Surgical intervention occurred to revise the leads, and one lead was explanted and replaced, which addressed the issue.

Event description:
Reference MFR report:1627487-2019-05518.